Event description:
"Facility has lot #h02g25091 of the r4r9955 bags. There were to date 2/60 bags from this lot that broke." There is no report of patient injury or medical intervention required as a result of this event. There is no additional information available at this time.

Manufacturer narrative:
Review of production records for lot #h02g25091 were found to be within specification requirements. A query of the product reporting database for lot# h02g25091 found four other similar reports within the last 24 months. CAPA was opened on 04/30/2002 to address this issue and closed 10/2004.